Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address aseptic loosening of the tibia at cement to implant interface and femoral component at bone to cement interface. Cement manufacturer is from depuy. Doi: (B)(6) 2012; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.